Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional information: patient developed a staph infection, deemed not related to the device and later clarified as ¿staphylococcal skin infection right foot." Subject was treated with amoxicillin/clavulanate for 20 days.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: letrozole, citraca, vitamin d3, vitamin c, fish oil, coq10, two dose covid-19 moderna vaccine, amoxicillin/clavulanate 875/125mg. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "staph infection right foot," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected with juvéderm voluma® xc in the temples and experienced bilateral tenderness at temporomandibular joint due to product placement on same day. Event resolved three days later. Seven months later, patient had an excision bone spurs in the right foot. Approximately a month and a half post-surgery of excision bone spurs, patient developed a staph infection, deemed not related to the device. Patient was treated with amoxicillin/clavulanate for 10 days. The infection resolved 9 days after onset.